Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and contacted support frustrated by the passcode requirement for limited access mode to dismiss a high alert; she did not recall enabling it and requested removal, and limited access mode was turned off with troubleshooting and education completed. Symptoms included confusion and feeling foggy associated with high glucose. Outcomes included no hospitalization and a reported improvement after changing supplies, with no supply issues detected. Investigation included user interview, review of system settings and alerts, and guided troubleshooting. Investigation of this case revealed operation consistent with design, appropriate alerting, and no device or component malfunction identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.